Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose via an implantable pump for non-malignant pain and chronic low back pain. The patient's medical history and concomitant medications were not reported. The patient's first pump was removed due to an infection. Additional information has been requested regarding diagnostics, the cause of the infection, the drug in the pump, and the patient's outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.